Manufacturer narrative:
Insulin pump was received with blank display, problem isolated to mother board. Unable to confirm external flash error alarm due to blank display. Insulin pump was received with cracked reservoir tube lip and stained end cap sticker noted.

Event description:
The customer reported via phone call that the insulin pump alarmed external flash error. The insulin pump's settings were cleared. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.